Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for routine generator change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Based on review of the images provided to st. Jude medical, the conductors do no appear to be externalized. The lead will be monitored.